Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The rep reported that the ins was overdischarged. The rep reported that charging took too long so the patient didn¿t charge. No actions/interventions were taken to resolve the overdischarge. The rep reported that the patient didn¿t have time to recharge. The issue was resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep reporting that the cause of taking too long to charge was not determined but it was noted that it was possibly coupling and location-difficulties reaching back there but no definitive reason given. Also patient didn't have much time to charge at all. There were no actions or intervention done at the time however patient considering a replacement with a new device with easier and more rapid charging and will further discuss with physician. They also reported that patient currently had an alternative pain management at the time. No further complications were reported.